Event description:
The recipient reportedly experienced open electrodes. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top bottom cover, a slice near the fantail, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the fantail. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis confirmed all electrode wires exhibited fatigue breaks near the fantail. The photographic imaging inspection and scanning electron microscopy analysis revealed broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor for failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.